Event description:
It was reported that the patient experienced recurring incontinence due to his artificial urinary sphincter (aus) was not functioning properly. It is believed that there was leak at the connection site. A new connection was made after filling the balloon and confirming that leaks were not present. A full recovery is expected for the patient.